Event description:
Motor exhaust hose ruptured during lumbar fusion surgery. Sudden loud rupture occurred without warning. Procedure was completed with a second motor. There was no pt impact reported. On follow up it was reported that the surgeon became aware the hose was swelling, but could not respond fast enough to prevent rupture from occurring. Rupture occurred near the middle of the hose, away from the pt. There was no pt impact.